Manufacturer narrative:
The investigation of the returned scepter found the catheter to be crushed beneath the hub. This damage restricted the inflation lumen, which resulted in slower inflation and deflation. The hub was bypassed and the balloon inflated and deflated normally. The conditions or circumstances that led to the damage could not be identified, but the damage is consistent with the device experiencing forces over specification.

Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not yet been received by the manufacturer for evaluation.

Event description:
It was reported that the balloon could not be deflated during the procedure. The balloon was removed through the intermediate catheter without incident. There was no reported patient injury.